Event description:
It was reported that an infection occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d334trg, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013; product ID 5076, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013; product ID 694765, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013. (B)(4).